Manufacturer narrative:
.

Event description:
Procedure: gastrectomy. According to the reporter, the device and anvil were approached properly, but they could not be connected during the case. Additional resection of tissue was done and re-tried with a new device, but the same incident occurred. The staff converted to open surgery. Oozing under 200cc had occurred. Nothing fell into the patient cavity. The procedure was extended more than 30 minutes.